Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Caller stated patient had been vomiting profusely and had been admitted to the hospital. Health care provider reported patient had a partial return of symptoms with nausea. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.